Manufacturer narrative:
Patient's technique was reviewed. He stated that he was using the product without applying lubricant. Rather he would just put water on it to insert. While not required use of lubricant is recommended to reduce the chance of irritation. Additionally putting nonsterile water on the sterile catheter is poor technique and may introduce contamination. Both practices may contribute to contracting infections. The patient has changed his technique and is now using lubricant.

Event description:
Patient reported the catheters irritate his prostate and he got an infection affecting his prostate and urinary tract. No injuries or medical intervention were reported. No specific device problem was reported. Patient was prescribed an antibiotic and recovered.